Manufacturer narrative:
(B)(4). The care fusion field service representative evaluated the device and determined the reported issue was caused by a malfunctioning front panel. The care fusion field service representative replace the front panel and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to be placed back into service. The carefusion failure analysis lab evaluated the faulty front panel, verified the complaint and determined the failure was caused by a worn fluorescent tube on the liquid display (lcd) which is part of the front panel. Care fusion has requested from the user facility additional information concerning the reported event and the condition of the patient. As of april 29, 2015 there has been no response from the user facility.

Event description:
The user facility reported that while in use on patient the unit's screen was black however the vent continued to ventilate. No harm to patient, vent switched out for another one.